Event description:
It was reported that during a cervical spine procedure, the bur broke. It was also reported that there were no adverse consequences and no delays as a result of this event. It was further reported that the procedure was completed successfully using a back-up bur.

Manufacturer narrative:
Investigation results indicate that the most likely cause of breakage is excessive force being applied at the tip of the bur causing the shank to flex excessively and contact the attachment inner surface. The IFU of attachments associated with this device warn the user against this type of use: "do not apply excessive pressure, such as bending or prying, with the cutting accessory. Excessive pressure may bend or fracture the cutting accessory." The quality investigation is complete.

Manufacturer narrative:
Awaiting device evaluation. A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during a cervical spine procedure, the bur broke. It was also reported that there were no adverse consequences and no delays as a result of this event. It was further reported that the procedure was completed successfully using a back-up bur.